Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that secure sense detected right ventricular oversensing on the right ventricular lead noted via remote interrogation. Right ventricular lead noise, that was likely an issue with a lead filer was suspected. Impedance and sensing tests were performed, and no electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2019. No issues with the lead was noted via visual inspection but physician noted that the lead was close to the clavicle. Patient was stable before, during, and after the procedure.